Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleging that the device water chamber runs out of water, it dries out the patient's sinus and has had 2 sinus infections resulting in a trip to urgent care for antibiotics. Patient throat is a little raw but not harmed. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer previously became aware of an allegation of ds2adv auto CPAP that the patient alleging that the device water chamber runs out of water, it dries out the patient's sinus and has had two sinus infections resulting in a trip to urgent care for antibiotics. Patient throat is a little raw but not harmed. No medical intervention was required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code grid, evaluation results code grid and conclusion code grid were updated.

Manufacturer narrative:
Made correction to problem code grid.